Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose was 435 mg/dl. The customer was treated with manual injections. The troubleshooting was performed. The customer was advised to change the entire set, reservoir, and insulin and treat per healthcare provider instructions. The customer was advised that we will send out tubing clamps to finish testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.